Event description:
It was reported that (1) 35os was used during a laparoscopic ventral hernia procedure. It was reported by the rep that the trocar outer gasket ripped when the surgeon initially introduced the endo shears. It is unknown how the case was completed and there was no consequence to the pt.